Manufacturer narrative:
Device was used for treatment, not diagnosis. Not explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an elbow surgery a screw head snapped off. The bone was very hard in this (B)(6) male and the surgeon had difficulty penetrating the bone. Most of the screw shaft was in the bone when the head snapped off. The screw shaft is retained in the bone. No surgical delay or patient harm reported. No additional information is available. This report is 1 of 1 for (B)(4).